Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. As received the belt failed the functional te recognition test. The cause for the failure was isolated to an open pulse wire in the cable connecting the distribution node (dn) and ECG "b". The root cause for the open wire was excessive force. No adverse event resulted from the defective electrode belt.

Event description:
While evaluating belt sn (B)(4) for an unrelated issue, a reportable problem was found. The electrode belt failed the functional te recognition test.